Manufacturer narrative:
Additional information was provided in sections d10, h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that while removing the quarters in phaco mode of cataract surgery an ophthalmic handpiece did not exhibit suction/aspiration. The physician increased the ultrasound and the vacuum was raised with the handpiece in the cup. The procedure was restarted, but once again there was no aspiration. The handpiece was changed and the physician began removal of the quarters and again no aspiration. The surgery was completed on the same day after replacing with another cassette with an extended duration of time. No patient impact was reported. Additional information has been requested and none received till date.